Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for an unrelated right atrial (ra) lead procedure. During the procedure, the left ventricular (lv) lead was found stuck to the unrelated right ventricular (rv) lead. During the ra lead extraction, both the lv and rv leads were dislodged. The ra, rv, and lv leads were subsequently replaced. The patient was stable during and after the procedure.

Manufacturer narrative:
As received, a complete lead was returned in one piece. The s-curve hump height was measured within specification. Visual inspection of the lead did not find any anomalies.